Event description:
Caller alleged that the following results were obtained on a neonate patient less than 2 minutes apart: 23 mg/dl (inform ii system 1) and 51 mg/dl (inform ii system 2). No adverse event was reported. The alleged product was requested for evaluation; however, the caller reported it is unlikely the strips will be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B)(4). Device will not be returned.